Event description:
Boston scientific crm received information that this right ventricular (rv) lead and the associated cardiac resynchronization therapy-defibrillator (crt-d) displayed noise. The episodes were reviewed by a health care provider (hcp) and it was discovered that the noise was artifact. The noise was oversensed which lead to pacing inhibition with greater than two seconds of asystole. The patient was then seen in clinic for a follow up where he complained of having little dizzy spells. A lead revision procedure was performed. The patient's rv lead was taken out of service and a previously capped lead was uncapped and used. No adverse patient effects were reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.